Manufacturer narrative:
One sample of an rae 5.0 endotracheal tube and one sample of a taperguard endotracheal tube were received for investigation. Visual inspection and performance investigation determined that both devices were within specification. (B)(4).

Manufacturer narrative:
No sample is expected to be returned. Without the actual complaint sample a full investigation cannot be carried out; therefore, we are unable to determine the cause for this specific event however manufacturing controls are in place to detect related issues and to reduce the potential for occurrence during the manufacturing process. Info has been added to the database for trending purposes. (B)(4).

Event description:
Customer reported the tracheostomy tube be came out of the pt due to the short length. The following provided suggest that extubation and reintubation of a replacement tube was required. Covidien has attempted to gather further details surrounding the circumstances of this report, without success.